Event description:
It was reported that pump experienced malfunction with displayed malfunction code but no notable events occurred beforehand. There was no adverse impact to the customer¿s blood glucose level. Customer contacted support, received instructions to reset pump, successfully cleared malfunction without it recurring, and was advised to continue using pump and to call back if malfunction appeared again, which customer acknowledged and understood.